Event description:
Per the clinic, the patient experienced a soft tissue infection at the incision site on (B)(6) 2026. The patient was subsequently treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report. The infection has since resolved following explantation.